Event description:
It was reported that oversensing noise and inappropriate mode switches due to oversensing noise were noted on right atrial (ra). The lead was extracted and replaced. Patient is asymptomatic and stable prior, during and after the procedure.